Event description:
It was reported to philips by a customer that the unit needs an overlay power switch overlay due to alarm led failure (ec 1105). Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed stated the unit was getting error code 1105 (alarm led failed), requesting the part number for power switch overlay. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Event description:
It was reported to philips by a customer that the unit needs an overlay power switch overlay due to alarm led failure (ec 1105). Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed stated the unit was getting error code 1105 (alarm led failed), requesting the part number for power switch overlay. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.